Manufacturer narrative:
Component and evaluation codes: updated. Device evaluation: one device was returned for evaluation. Visual inspection revealed the lens slightly scratched. Event history log could not verify the reported issue. Functional testing found fluid ingression on the main board and front piezo assembly. Alarm code 41786 was also found during power on self test. The root cause was determined to be the fluid ingression on the main board and front piezo. The main board and front piezo were replaced. Service history review identified this device was last serviced in august 2023 and the complaint was related to previous service of the device as both time unit was found with fluid ingression.

Event description:
It was reported that the pump was accidentally dropped in water. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.